Event description:
It was reported that the customer's transmitter was not working. When the transmitter was charging it was blinking red. Customer's blood glucose level was not reported. The product will be returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.